Event description:
It was reported that this patient presented with symptoms of a pounding chest. The patient has recently received a new tricuspid valve and dual chamber pacemaker. The tricuspid valve procedure occurred prior to the dual chamber pacemaker implantation, therefore, avoiding the newly implanted valve, the physician opted to place a non-boston scientific left ventricular (lv) lead into the right ventricular (rv) port of this pacemaker. Upon device interrogation, the non-boston scientific lv lead was found to be exhibiting non-capture, increased thresholds and varying pace lead impedance measurements, still within normal limits. The patient has an underlying intrinsic rhythm. Technical services was consulted and offered programming recommendations. The device remains in service at this time. No additional adverse patient effects were reported.